Event description:
It was reported that during the revision procedure (MFR. Report no. 3006630150-2023-00756), the physician hit an artery causing the patient to experience bleeding at the incision site after being discharged. The patient was hospitalized and had blood transfusions.